Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. The right atrial (ra) lead exhibited fracture, low and declining impedance and a polarity switch. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.